Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a damaged teflon pad of the clamp arm. As a result of this failure, the whole teflon pad was dislodged from the clamp arm. The teflon pad was returned with the instrument and there was no missing material. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, a fragment from the harmonic ace instrument fell inside the patient. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the white plastic piece that is on one side of the jaws of the harmonic ace instrument dislodged and fell off. The plastic piece was retrieved and taken out of the patient during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.